Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock for atrial fibrillation with rapid ventricular response. The patient was stable. No further information was available.

Event description:
New information states that the device was reprogrammed and the patient will be treated with oral medication. Patient felt discomfort by the shock. The patient was stable post resolution.